Event description:
It was reported that the vns patient had voice alterations and it becomes hard to breathe while exercising when the device is stimulating. It was also reported that a small firm 2mm elevated lump was noted, and that an increase in seizure frequency was also noticed and the patient cannot be certain how effective the vns is. Attempts to contact the physician have been unsuccessful to date. A battery life calculation was calculated and the vns generator was found at 6.55 years remaining until end of service.